Event description:
A report was received that the patient's ipg site was painful and warm to the touch. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that the patient canceled the explant procedure. The physician will not explant the patient at this time. No further action will be taken.

Event description:
A report was received that the patient's ipg site was painful and warm to the touch. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2138-50 serial # (B)(4) description: scs 50cm iii lead.